Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2317-50, serial/lot: (B)(4), description: infinion cx lead kit, 50 cm. Model: sc-2317-50, serial/lot: (B)(4), description: infinion cx lead kit, 50 cm.

Event description:
It was reported that the patient underwent an explant procedure due to an infection and granuloma located in the middle of the spine. The entire system was explanted, including the ipg and two leads. The two leads were not kept and were discarded by the facility. The explanted ipg is expected to be returned for analysis.

Manufacturer narrative:
The returned device was analyzed and the reported event could not be confirmed. A visual inspection and residual gas analysis of the ipg serial number:(B)(6) found no anomalies. Therefore, a probable cause cannot be determined as no problem has been detected.

Event description:
It was reported that the patient underwent an explant procedure due to an infection and granuloma located in the middle of the spine. The entire system was explanted, including the ipg and two leads. The two leads were not kept and were discarded by the facility. The explanted ipg is expected to be returned for analysis. Additional information was received that the device was received and device analysis was completed.